Event description:
It has been reported that the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes were found to have experienced two instances of overfill after use. The following has been provided by the initial reporter: overfill of edta 2ml 367821. Upon extraction volume of blood exceed the fill line and becomes overfill.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for overfill with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to overfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for overfill with the incident lot was observed. Additionally, evaluation/testing of the retain samples was conducted and overfill was not observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes were found to have experienced two instances of overfill after use. The following has been provided by the initial reporter: overfill of edta 2ml 367821. Upon extraction volume of blood exceed the fill line and becomes overfill